Manufacturer narrative:
Final analysis found that the insulation was abraded at 11.8 cm to 11.9 cm from the connector pin. The abrasions were consistent with exposure to constant friction against another implantable device.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2021-22167. It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the right ventricular - rv lead exhibited noise oversensing causing pacing inhibition. During the lead revision procedure, the atrial lead was found to have lack of slack and while attempting to revise the lead the stylet failed to advance due to possible lead fracture. The rv and atrial leads were explanted and replaced. The patient was in stable condition throughout the procedure.